Event description:
It was reported prior to a breast biopsy procedure, the device allegedly had a foreign material. There was no patient contact.

Manufacturer narrative:
Manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one encor biopsy probe has returned for evaluation. On the visual evaluation of the probe, it appeared clean and the aperture closed partially. Foreign material appeared on the tip of the aperture and scratching has noted inside the protective tube. The proximal retaining cap has glued to the probe and no damage has noted to the rear housing. No other anomalies noted to the probe. Functional evaluation has not performed due to the nature of the complaint. Microscopic observation also confirms the foreign material on the aperture and cutter of the probe. Therefore, the reported foreign material is confirmed as the plastic fragment noted at the tip of the aperture. A definitive root cause could not be determined. Labeling review: the review of the instructions for use, indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate. D4: (expiry date: 08/2021). H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer and the evaluation is still pending. The investigation of the reported event is currently underway. (Expiry date: 08/2021).

Event description:
It was reported prior to a breast biopsy, the device allegedly had a foreign material. There was no patient contact.